Event description:
It was reported that the implantation surgeon for this pt was very difficult due to ossification. At initial activation only 3 electrodes could be activated. At the 5th fitting on (B)(6), 2010, no gpi could be measured. During the last fitting on (B)(6), 2011, testing showed 10 electrode channels in status hi and 2 electrode channels in status sc.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.